Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 377760, lot# v008319, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v008319, implanted: (B)(6) 2006, product type: lead.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The rep reported a lead revision occurred to replace the leads. Additional information was received from the patient on 2017-apr-10. The patient stated that they had their device revised in (B)(6) 2006. No further complications were reported/are anticipated.